Event description:
It was reported to olympus, that the evis exera iii xenon light source had blurry image. And the screen went blank. The issue was found during preparation for use. There were no reports of patient harm associated with the event.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned for evaluation. And the customers allegation was not confirmed. And was unable to be reproduced. The device was inspected using test scopes and video processor, and the image stabilized normally. It was noted, that the bottom chassis was warping and there were scratches on the top cover. It was also noted, that the lens base thread hole was stripped and there was a smudge on the turret lens. Which caused light to be out of specifications. The lamp was non-olympus, and was reading below 50 hours. And the light output was within range. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
Corrected data: h4 (the device manufacture date listed on the initial report was incorrect). Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.